Manufacturer narrative:
(B)(4). The lot 13d033 was manufactured between april 15, 2013 ¿ april 16, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an underinfusion while receiving a chemotherapy treatment via a multirate infusor. It was reported that the device still had a quarter of the volume left the day after it should have completed the infusion. It was reported that the patient was hospitalized as a result of the event. Treatment was not reported. The cause of the underinfusion was unknown. At the time of this report the outcome of this event was unknown. Additional information was requested, but is not available.